Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information received, "at the moment of impacting the final stem, the thread step of the impactor is broken leaving inside the stem the first threads of the connecting screw. Extraction is not achieved". The product was not returned to medtech orthopaedics; however photos were provided for review. See attachment ¿source file - report novedad of (B)(4)¿. Photos were provided for review; however, the photos only show part and lot number and no other observation pertaining to the nature of the reported event could be identified. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs provided contained insufficient evidence of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product part#259807570/ lot#ab5453606 combination. H11 additional narrative: added: b5. Corrected: e4.

Event description:
Additional information received: a. Did the event occur during primary or revision surgery? If revision surgery, what was the reason for revision? The incident occurred in a primary surgery. B. Was there any patient consequences or not. There were no consequences for the patient.

Event description:
At the moment of impacting the final stem, the thread step of the impactor is broken leaving inside the stem the first threads of the connecting screw. Extraction is not achieved.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.